Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with a documented low blood glucose of 46 mg/dl and device low alerts present; the user self-treated lows with oral glucose and reported dissatisfaction with therapy fit, stating he still produces insulin and believes the pump is not appropriate. Symptoms included feeling very unwell and sick. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included troubleshooting and education on diet and treatment of lows. Investigation of this case revealed no device malfunction identified and cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.